Manufacturer narrative:
Siemens went on site and performed a study to evaluate the advia centaur xp which the customer used to perform the studies. Master curve material (mcms), controls and two patient samples were tested on two advia centaur xps using one lot of reagents and two lots of ipth calibrators.ipth values in pg/ml advia centaur advia centaur irl95400921 irl41461335 allowable rgt lot 342/ c5655 rgt lot 342/c5656 rgt lot 342/c5656 rangesampleqc 1 11.81 10.8 12.32 3.7 - 20.9qc 2 327.21 307.28 312.92 194 - 578mcm1 0 0.55 1.6 0 - 7.5mcm 2 24.3 25 24 16.6 - 34.4mcm 3 51.4 47.8 48.4 33.3 - 69.1mcm 4 134.2 125 123.3 92.0 - 172mcm 5 326 354.7 296 230 - 428mcm 6 974.5 897.4 871.5 715 - 1329t141720004 96.4 91.7 88.3t141690121 61 56.5 55.3these results indicate that the high bias to the alternate methods is not due to a specific advia centaur xp or the lot of ipth calibrators used for the testing. The reference range study performed by the customers shows that 19 out of the 20 samples tested are in the pre-established reference range. One sample was outside the reference range, however, there is no information available regarding this sample and there is no confirmatory testing on an alternate method. It is possible that this sample is has a high ipth level. No conclusions can be drawn. The cause for the bias observed between methods is unknown. Sample stability could be a factor in the bias. Quality control results and master curve material results are within range. The instrument is performing within specifications. No further evaluation of the device is required. The limitations section of the instructions for use states: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and consideration of the overall clinical manifestations even when used in conjunction with calcium values. Measurement of intact pth is useful in differentiating between hypercalcemia due to hyperparathyroidism and hypercalcemia of malignancy. However, the assay is not intended as, and should not be relied upon as, a diagnostic indicator of malignancy.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00176 on july 11, 2014. On 11/02/2016 correction: the 510k number reported in the initial MDR was incorrect. The correct 510k number is k133601.

Event description:
Customer performed a study with advia centaur xp intact pth (ipth) compared to an alternate method and found the advia centaur xp ipth values elevated compared to the alternate method. There are no reports that treatment was altered or prescribed based on the elevated results. There are no reports of adverse health consequences based on the elevated advia centaur xp ipth results.